Event description:
Laser technician reported a thin lasik flap case with a shallow side cut. The surgeon was able to lift the flap and complete the procedure. Follow up information showed case experienced dlk post operatively, which was treated aggressively with steroids. Surgeon noted that the patient will heal, but will take some time to resolve. More information has been requested.

Manufacturer narrative:
During a on-site visit the tm (territory manager) could not find any issue with the system. All test cuts were within specification. Vacuum was working properly. System verification was completed successfully. System was found to be operating within specifications. No technical root cause could be determined, as the system was operating within specification. (B)(4).